Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse") and tooth disorder ("excessive dental problems"). The patient was treated with surgery (surgery to remove essure coils in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia and tooth disorder outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) inserted during (B)(6) 2013 and reported adverse events including increasingly severe pain/chronic pelvic pain. She underwent surgery to remove her essure coils in (B)(6) 2016. Pelvic pain is highly prevalent in women, and may have gynecological and non gynecological causes. In this case, limited information was provided. The case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse") and tooth disorder ("excessive dental problems"). The patient was treated with surgery (laparoscopic excision of endometriosis, ureterolysis, bilateral salpingectomy, excision of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia and tooth disorder outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure discrepancy noted in date of removal: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse") and tooth disorder ("excessive dental problems"). The patient was treated with surgery (laparoscopic excision of endometriosis, ureterolysis, bilateral salpingectomy, excision of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia and tooth disorder outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure discrepancy noted in date of removal: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received. Reporter information, patient medical history, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse") and tooth disorder ("excessive dental problems"). The patient was treated with surgery (surgery to remove essure coils in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia and tooth disorder outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Company causality comment: this litigation case report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) inserted during (B)(6) 2013 and reported adverse events including increasingly severe pain/chronic pelvic pain. She underwent surgery to remove her essure coils in (B)(6) 2016. Pelvic pain is highly prevalent in women, and may have gynecological and non gynecological causes. In this case, limited information was provided. The case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.